Manufacturer narrative:
MFR review x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contributed to a death or serious injury.

Event description:
It was initially reported that the pt had high lead impedance. The specific diagnostic results were not provided. X-rays were ordered, and the pt was referred to a surgeon for revision. X-rays were reviewed by the MFR. The lead pin appeared fully inserted and there were no obvious lead breaks however there was a portion of the lead body behind the generator and continuity of the lead body in that portion could not assessed. There were not anomalies noted during the x-ray review which would account for the pt's high impedance. However, a fracture in the non-visible portions of the lead, or a micro fracture could not be ruled out. Attempts for add'l info, including diagnostic test results and pt settings, have been unsuccessful to date.